Event description:
It was reported by service report that the fowler will not stay up with weight on it and the o2 bottle holder rivets are loose. No pt involvement or adverse consequences are reported.